Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge check they noted right ventricular (rv) capture on the right atrial (ra) lead. An x-ray was taken which verified that the ra lead had dislodged into the right ventricle. A revision procedure was performed where the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.